Manufacturer narrative:
An event regarding pain involving a metal head and a trident liner was reported. The event was confirmed for cup malposition from the medical review. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The medical review concluded that "cup malposition in absent anteversion has caused an exposed anterior rim of the cup which leads to psoas impingement requiring revision." There was no allegation of failure against the trident liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with painful hip requiring revision surgery. The revision surgery replaced acetabular insert and femeral head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented with painful hip requiring revision surgery. The revision surgery replaced acetabular insert and femoral head.